Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak from the bottom of the unicel dxc 600i synchron access clinical system. The customer did not know the identity of the liquid but stated it resembled water. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011. Fse checked proservice and found the instrument was primarily generating "low pressure air pressure is high" messages. Fse homed the instrument and observed that low pressure setting jumped to 19psi. Fse adjusted the low pressure air pressure setting to 9.7psi. The instrument went into standby with no errors observed. Fse performed pm (preventive maintenance - this procedure was unrelated to the repairs made to address the leaking). Fse replaced the reagent probe level sense beads because both lines to each bead were frayed and could have potentially caused issues. Fse also replaced the cartridge chemistry (cc) sample probe and the reagent probe after noting that both probes were bent and clogged. Repair was verified per established procedures and results met published performance specifications. After completion of pm, fse calibrated all necessary chemistries where their calibration timed out and all calibrations passed specifications. Fse ran pvt3 - carryover study. All sections of pvt3 (wash station, reagent probe, sample probe, mixer paddles) passed specifications. Qc was run and results were verified by customer. (B)(4).